Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient's pump was replaced on (B)(6) 2017 due to "failed morphine pump." There were no reported symptoms. No further complications were reported/anticipated.